Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device has dirty cpc sensors, noisy irrigation and suction motors. The reported event was not confirmed. The service evaluation revealed a defective ip module but there was no issue found with the motor, suction or cpc sensor.

Event description:
It was reported that the device has dirty cpc sensors, noisy irrigation and suction motors. There was no harm or adverse event for patient, operator or third party reported. No further information received.